Event description:
It was reported the patient had a surgical procedure to revise their neurostimulator and tined lead due to a lead fracture.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Manufacturer narrative:
Block d2b: product code: additional product code qon block d4: UDI for concomitant product, tined lead: (B)(4) block g4: premarket / 510(k) #: additional premarket/510(k) p190006 correction: block h6

Event description:
It was reported the patient had their (B)(6) 2025 neurostimulator and tined lead revision due to a lead fracture. There were no patient complications.